Manufacturer narrative:
The system checked out and everything working normally and the work order was completed. Ts will request logs and archives again. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the 3d image was thresholded beyond the patient's skin and was deeper into the flesh. Mainly user error. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. (B)(6). No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient could not be registered. The site failed the registration 5-6 times. Everything was done correctly, the site mentioned that they went softly over loose skin, went beyond the temples. The scan had around 600 slices and was considered a good scan. The site had to finish the procedure without navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.